Manufacturer narrative:
H6: code 213 - the review of the sterilization paperwork verified that the lot met all pre-release specifications.

Event description:
Received the additional information from the site that it is difficult to confirm what the cause of the seroma specifically due to one element; however, the site can note, as far as it¿s known, no sheath or graft was infected. Seroma was located beneath the right groin incision. Cut down was used for femoral access during aaa procedure. At vascular follow-up appointment on (B)(6), 2016, the seroma had resolved.

Manufacturer narrative:
Additional information: b5: event description. The additional branch vessel device was used during the procedure: ceb231410a/14941511 UDI# (B)(4). H6: code 213 - the review of the manufacturing and the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Section d updated to reflect the device utilized on the right side, which was the ceb2314310a, not the hgb16100a.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Further information was requested but was not available. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 33.3mm in diameter; and a right common iliac artery aneurysm (rcia), that ranged 48.9mm - 54.1mm in diameter. The patient was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2016. According to the information reported, there was no systemic infection at the time of treatment. Reportedly, on (B)(6) 2016, a post-op seroma developed infection. The patient was treated by IV antibiotics during 4 weeks. On (B)(6) 2016, the patient underwent a procedure to drain seroma. The infection disease was followed and was resolved on (B)(6) 2016. According to the information provided, the event was related to aortic branch vessel device or procedure.